Manufacturer narrative:
(B)(4): a therapy knob failure was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
A therapy knob failure was reported.